Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's blood gluocse was in the 400 mg/dl and 500 mg/dl range last night. Troubleshooting was declined due to the mother already knowing what caused the high blood glucose readings. The patient treated with an insulin pump bolus and water. No products were returned or replaced.